Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The alarm powered on when batteries were installed and passes all functional tests. There is no physical damaged to the outside of the alarm. However, when the alarm case was opened up to test with a 6v external power supply, there was a evidence of battery leakage inside the alarm case. The aqualert label has evidence of moisture exposure on the edge. Note: the instructions for use state: the posey keepsafe essential is an electronic device. It may be fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. Do not use the alarm or magnet if it does not activate each time magnet is removed from face plate. (B)(4).

Event description:
The customer reported the unit will not power on. The batteries have been replaced with a new supply. The customer reported there is no physical damage to the alarm. The customer could not provide the date when it was discovered. There is no pt incident or injury reported.